Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. This suggests the issue reported was likely user related. The observed failure is a known phenomenon and is produced as a result of error in operating the device. As stated on the IFU (instruction for use) the user manual states: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was evaluated. The device handle was checked and verified that the "release trigger" could open or close the jaw without an issue. The "cut trigger" was observed and could fully advance the blade and can cut without a restriction. The lock and rotation knob work as designed and the shaft noted to be straight. In addition, no biomaterial was observed on the device jaw however, it was noted to be slightly bent causing the blade to look off on one side, not center. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .300¿¿ (standard is .300¿ +/- .100¿) which is acceptable. The jaw mesh is not fully close and has gaps between teeth at its distal end, however, the jaw could grasp a tissue and lock into position. Minor scratches on the insulation of the jaw legs were observed, however, no metal exposed, and flare appeared to be normal. The device was tested into the generator and observed that the device worked every time during activation. Based on evaluation findings, the reported complaint was not confirmed. The device when tested worked as normal with no issues observed. The root cause of the reported failure is unknown at this time as the device passed the functional testing. This report will be supplemented accordingly following investigations.

Event description:
During an unknown procedure, the device pk-cf0533 cutting forceps stopped coagulating. The user received bipolar feedback on the first bite and was able to coagulate and the device no longer firing, could not coagulate during the second time. There were no error codes noted and the intended procedure was completed using another pk-cf0533 cutting forceps with lot number not provided. No patient harm, no user injury reported.